Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer's device alarmed motor error and no delivery. The customer's blood glucose was 203mg/dl. Customer is unable to troubleshoot at the time of the call for no delivery.